Event description:
Review of service data detected a reportable event. Upon servicing, monitor sn (B)(4) failed to power on. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed to power on. Upon eval, there was corrosion on the j502 component of the computer analog board. The inability to power on was caused by the corrosion. The cause of the corrosion was likely ingress of an unk liquid. The root cause of the liquid ingress was unable to positively identified. No adverse event resulted from the defective monitor. The last pt to use this device did not report any deficiencies.